Manufacturer narrative:
The product was not returned for evaluation. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The reported lot in this event does include the solvent process change. 3m continues to monitor their complaints to confirm the effectiveness of the change made and is also monitoring trends of complaints subsequent to the change. It was also reported that a leak occurred 2-3 times in one week but no specific information was provided as to dates, lot numbers or specific event information.

Event description:
A hospital employee reported a 3m(tm) ranger(tm) high flow blood/fluid disposable set had a leak at the y-connector during priming and prior to patient use. No injury reported. It was indicated that no pump was used.